Event description:
Tech alleged brakes engaging but not holding.

Manufacturer narrative:
Tech found the caster was worn due to age. He adjusted the brake nuts to resolve the issue. No injuries reported.